Event description:
A tina instrument of which a report of low ultra filtration was received. No other information is available at this time

Manufacturer narrative:
There is a simular report but the number does not warrant further action at this time but will be monitored.